Manufacturer narrative:
(B)(4). Batch #unk. No contact information provided. Maude report number: mw5095023. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right partial nephrectomy, which ended up becoming total nephrectomy because of positive margins results on the frozen section, when the surgeon asked for the 35mm vascular stapler, the jaws of the stapler failed to open after being closed after the reload was in place. The company rep was present by chance and she advised getting another stapler and reload. The malfunctioning stapler and reload were never used. A new stapler and reload were used to complete the case. There were no patient consequences.